Event description:
It was reported that during an unspecified surgical procedure, it was observed that the k- wire driver was not releasing on the quick coupling device. There were no delays to the surgical procedure as a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined the foreign fibrous material was left behind by a cleaning instrument which caused the locking mechanism to malfunction. The assignable root cause was determined to be due to worn components from improper cleaning, which is misuse, abuse and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.